Event description:
It was reported that t:slim x2 pump battery would not charge and pump displayed power source alert around time issue began. There was no reported impact to the customer¿s blood glucose level. The customer was able to charge the pump with an alternate cable.